Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "dr was fusing from l3-s1, he had 4 screws in on the left side and 3 screws in on the right. He could get a screw in at l3 on the right because of the deformity and rotation of the vertebral body. The 7.5x45 pa screws were used at s1. A 110mm cp ti xia 3 straight rod was bent and placed in the left side. Cap screws were placed at l3, l4, and l5. When dr was inserting the s1 cap screw (lot# 76m) he engaged the threads about 2 turns when the cap screw "skipped". The cap screw was not cross threaded upon initial insertion. Dr removed the cap screw and requested a new cap screw (lot# vw5). This cap screw was inserted and anti torque and final tightener was used to final tighten the cap screw. This...